Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9530m-03 univers revers trial 39 +3 was damaged. When trying to remove the trial on (B)(6) 2022, it got stuck after re-dislocating the arm. As he was getting the insert out, damaged the plastic trial insert. This was discovered during use with no impact to the patient. Additional information was requested. On 02/24/2022, the sales representative provided the following information via email: the event occurred in a reverse tsa procedure, the damage occurred while trying to remove the device. The part broke inside the patient, no fragments were left behind. To complete the procedure, another poly was opened, and there was no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.